Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload was attached to the handle and the tissue was clamped for rectum resection in a laparoscopic rectum procedure, but the cartridge was not able to be fired on the first firing. A new reload was opened and the surgery was completed. The status of the patient was reported as no problem.